Manufacturer narrative:
Concomitant products:305c227 tissue valve was implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing noted on stored electrograms (egm) at times triggering atrial tachycardia/atrial fibrillation detections. The ra lead remains in use. No patient complications have been reported as a result of this event.